Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customers stated problem was not confirmed. Noticed a uso (upstream occlusion sensor) alarm during testing. Replaced uso and dso (downstream occlusion sensor) as a preventative measure during the repair process. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the dso (downstream occlusion sensor) calibration failed. No patient injury was reported.